Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. It is unknown if the vessel was tortuous or calcified. The 3.5 x 15 mm nc trek balloon catheter was prepared per the instructions for use, prior to use. The nc trek was advanced without issue and attempted to be inflated to nominal pressure; however, the balloon did not inflate. The nc trek was removed without issue and attempted to be inflated outside the anatomy, but the balloon still would not inflate. There was no leak noted. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.